Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received cartridges and the pouches were not completely sealed. There was no patient involvement, as the customer did not use the cartridges.